Event description:
Increased intraocular pressure (intraocular pressure). Corneal edema (corneal oedema). A physician reported that 8 pts developed increased intraocular pressure with the use of healon 5 (hyaluronate sodium) during cataract surgery. This is the report of the fourth pt. A pt experienced a postoperative intraocular pressure increase in the left eye of 60 mmhg after cataract surgery in 2002. One day after surgery, a paracentesis was performed and their intraocular pressure was reduced to 24 mmhg. Pt was also treated with unspecified topical medication. 5 days later their visual acuity in the left eye was 20/30 and intraocular pressure was not provided. The pt also experienced mild edema of the cornea which did not require intervention. No further info was provided. See also healon 5 report #2002088624us, 2002088640, 2002088658us, 2002088669us, 2002088676us, 2002088696us and 2002088706us for similar reports by the same source. Case comment: increased intraocular pressure is a listed event. The most common cause of this event is inadequate removal of the viscoelastic material used during cataract surgery.